Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller (aic) screen began "shifting" and disappeared. The console was swapped with a backup unit, and there was no patient harm reported.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported display issue has been completed. Device analysis: console was inspected and tested on an engineering lab bench. The lcd display was monitored for more than two hours with a camera to observe any artifacts related to the reported "screen shifting". This test was repeated when console was power by batteries and ac mains. No issues were observed. It is very unlikely that the lcd was mechanically shifting given no issues were observed. The lvds and backlight cables were secured properly as received. Cable strain did not produce any artifacts on the lcd screen. The display issue was not reproduced throughout testing, and the cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.